Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) while connected during dwell. The cause of the alarm was due to a supply bag disconnecting during therapy. The patient cycled the power to clear the alarm and disconnected from the machine. The patient was advised to start therapy over with new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. It was determined that the cause of the event was due to a supply bag disconnecting during therapy. The cause of the disconnection could not be determined with the available information. Should relevant additional information become available, a follow-up report will be submitted.